Event description:
It was reported by the patient's family member that the patient underwent foot surgery in 2001. Patient experienced an mrsa infection. Eight months later, patient had a second surgery and the surgeon found two undissolved sutures.